Event description:
(B)(6), registered nurse with (B)(6) reports pump still giving down occl error and he has already troubleshot pump by turning off/checking down occl setting/adjusting rate and still giving error. Registered nurse wanted to know if he could manually push with syringe. Advised he could but it would be at a very slow rate of 1ml every 2-3 minutes. Registered nurse reports patient received 100ml and has about 200ml left. Registered nurse will not be pushing manually. Advised registered nurse to waste remainder and we will contact provider on monday to obtain one time makeup dose orders. Registered nurse would also like us to ask provider about IV options for patient since pump malfunctions quite often with hyqvia. Patient did not get full dose. No adverse events reported. Unknown if patient has defective device on hand for return. Registered nurse reports pt has no further concerns with infusion. New maintenance pump already set up for delivery next week. No additional information available. Pump serial number: (B)(6), maintenance due date: 04/11/2024. Indication: immunodeficiency associated with major defect, unspecified. Reported to (B)(6) by: health professional.